Manufacturer narrative:
H10: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The affected gas blender was returned to the manufacturer site for investigation and a deviation of with the flow sensor for air channel which will be replaced in order to solve the problem.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that during preventive maintenance an alarm associated to discrepancy between set and actual fio2 values was displayed on a s5 gas blender system. There was no patient involvement.